Event description:
New bone was replaced without being informed in the operating room. A different device was used for the first allograft and the replacement bone pinnacle was used for the second. While inserting the bone pinnacle, it broke into pieces. All the pieces were removed and a larger bone device was used and cut down to fit. A incident report was written.